Event description:
The pump was explanted and returned to the MFR after 79 months implant duration as part of the recall notice. There was no adverse event reported. A study was performed which was negative for issues.

Manufacturer narrative:
Final device analysis results reveal - cap lifted but still attached/functional.